Manufacturer narrative:
Exact date unknown, event occurred sometime in late (B)(6) 2019.

Event description:
It was reported that the patients device was causing burning sensation and was not helping. The patient underwent an explant procedure. No further information could be obtained despite good faith effort.